Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing symptoms of illness, including episodes of vomiting. The patient suspected that their cgm might have been providing inaccurate readings; however, they were unable to recall specific glucose values and did not use a blood glucose meter (bgm) to verify the readings. As the patient¿s condition failed to improve, they were taken to the emergency room on (B)(6) 2025. The following day, (B)(6) 2025, the patient was admitted to the intensive care unit (ICU), where they remained until (B)(6) 2025. At the time of the report, the patient was described as being in stable condition, though still hospitalized. There was no available information regarding the specific treatment administered, and no documentation of medical intervention was provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).